Manufacturer narrative:
The product was not returned for evaluation as the facility manually input the product into their system. The reported complaint was confirmed with product in inventory. All identification information on the labels is correct, with the exception of the bar code which is a non-human readable code. Upon investigation the complaint is due to a label template error, the template has been corrected and the product in inventory has been relabeled. There is no risk to the patient, if a 1cc package was requested for the surgery the package would actually contain 10cc, therefore the surgeon would have more product than needed to complete the surgery. Method: a device from same lot of the actual device involved in incident was evaluated. Results: labeling problems (unspecified). Conclusions: labeling related. Product in inventory inspected.

Event description:
The facility reported they scan the barcode on each box as they place them in the tissue storage freezer. When they scanned the barcode, the package that was labeled 10cc's was indicating the product description as 1cc in their system. No adverse events have been reported. The facility corrected the description in their computer system manually, no product is being returned to the manufacturer.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. The complaint is being investigated and a follow up report will be sent upon completion of the investigation.